Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a shunt placement procedure, the head mount stopped communicating with the navigation system. It was reported that the emitter could track other instruments. There was no reported impact on patient outcome. No additional information was provided.